Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was out of specification. It was determined that this failing part caused the false air in line alarms and has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.